Manufacturer narrative:
The company rep tested the iabp at the site and observed that the display was continuously on, even when the iabp console was powered down. He tested all voltage points on the power supply and observed no power from two points. To address this issue, the company rep replaced the power supply (part number 014-00-0033e05), however, the iabp went into system failure mode and more repairs were necessary. Additional troubleshooting was performed and new failures were revealed. He then replaced the pcb main board (part number 670-00-0788e), two datasettes (part number 670-00-0786 and 670-00-0786), and the pcb keypad controller (part number 0670-00-1145). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut down. The patient was switched to another iabp and therapy was continued. No patient injury was reported.